Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose lcd color cable assembly. The lcd color cable assembly was replaced to remedy the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.